Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted on the keypad traces. No flattened button dome switches were noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer's mother reported the buttons were worn out and hard to push. Customer's blood glucose was 122 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.